Event description:
During a hysteroscope tubal ligation procedure while using the rotating cf resectoscope inner sheath, the tip broke off in the pt, the surgeon was able to remove it with no harm or prolonged hospitalization.

Manufacturer narrative:
A search of prior incidents for this type of instrument was performed with the same or similar verbiage in the problem description. The document search reveals several potential root causes as follows: a broken ceramic tip has typically been proven to be caused by customer abuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Dents found along the steel tube are often indications that excessive lateral force has occurred. A second potential cause can also be associated with customer abuse that occurs due to improper handling of the instrument. In such cases dropping the instrument, hitting the tip against other instruments or against sterilization containers can damage the ceramic tip and result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use. Due to the presence of the numerous dents on the tube and the fractured state of the ceramic tip, the cause of this failure is determined to be due to mishandling.